Event description:
It was reported that during a bowel resection procedure, the stapler bar would not slide open. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.